Event description:
It was reported by service report that the stretcher's siderail would not lock in the upright position. No adverse consequences have been reported.

Manufacturer narrative:
Other: side rails.